Event description:
It was reported that prior to starting a da vinci si surgical procedure, the fenestrated bipolar forceps instrument tips did not align. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .127 offset at the tips, indicating overloading at the tip. The electrical continuity testing passed. Engineering also found a frayed and loose pitch cable at the distal clevis hub. No other cable damage was found. Engineering also found scratches on the distal pulley. There were various scratch marks on the distal end of the main tube showing light material and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.